Event description:
This is a non-us event. The malfunction occurred in (B)(6). The consumer reported 4 tampons came apart during removal and pieces of the tampons remained inside her. She removed the remaining pieces on her own and will seek medical attention if uncertain.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.